Event description:
The pt was revised due to the tibial subsided into varus. Osteolysis was noted and cement fragments were present. The cement had not bonded to the underside of the tibial tray. The insert was noted to have pitting with 3rd body (cement) particles. Surgeon suspects cement failure.